Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I hbsag confirmatory assay did not identify an increase in complaints related to the issue under review. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Clinical specificity testing was not performed as the lot has expired 7th sept 2025. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag confirmatory assay (ln 08p09-22 lot 68260fz00) was identified.

Event description:
The customer observed a false negative alinity I hbsag confirmatory result for a patient who was repeatedly reactive when tested with the hbsag screening assay and was positive on initial confirmatory test. The following data was provided for the confirmatory testing: reagent 1 result = 4.4 s/co reagent 2 result = 1.53 s/co calculated neutralization rate = <50%. Per the IFU the customer then processed the sample with a 1:500 dilution with negative results: reagent 1 result = 0.66 s/co reagent 2 result = 0.66 s/co. Confirmatory result from same patient same aliquot yesterday: reagent 1 result = 0.37 s/co reagent 2 result = 1.53 s/co neutralization result = was above 50% positive hbsag result = 0.10 iu/ml repeat 0.10 ui/ml. Repeated confirmatory again with new aliquot from original sample: reagent 1 result = 0.4 s/co reagent 2 result = 1.64 s/co neutralization result = was above 50% positive hbsag result = 0.09 iu/ml there is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p09 and there is a similar product distributed in the us, list number 4p54.

Event description:
The customer observed a false negative alinity I hbsag confirmatory result for a patient who was repeatedly reactive when tested with the hbsag screening assay and was positive on initial confirmatory test. The following data was provided for the confirmatory testing: reagent 1 result = 4.4 s/co. Reagent 2 result = 1.53 s/co. Calculated neutralization rate = <50%. Per the IFU the customer then processed the sample with a 1:500 dilution with negative results: reagent 1 result = 0.66 s/co. Reagent 2 result = 0.66 s/co. Confirmatory result from same patient same aliquot yesterday: reagent 1 result = 0.37 s/co. Reagent 2 result = 1.53 s/co. Neutralization result = was above 50% positive. Hbsag result = 0.10 iu/ml repeat 0.10 ui/ml. Repeated confirmatory again with new aliquot from original sample: reagent 1 result = 0.4 s/co. Reagent 2 result = 1.64 s/co. Neutralization result = was above 50% positive. Hbsag result = 0.09 iu/ml there is no impact to patient management reported.